Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred, resulting in the customer going to the emergency room (ER) with a blood glucose (bg) level that was "high", although a specific value was not given, with ketones that were identified as dangerous by healthcare provider. Customer was treated with intravenous fluids of saline and insulin and manual injections of insulin to address the elevated bg. The customer was released from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.